Event description:
Event was reported to caldera medical by an attorney. The patient suffers stress incontinence, urinary urgency, pelvic pain, feeling of prolapsed, and pain during intercourse. No further information has been provided.